Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. A visual evaluation was performed, the implant was in excellent condition and was not fractured. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. However, per product evaluation the device was not fractured. Therefore, based on the available information, a device malfunction did not occur. The implant was not fractured. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant fractured and was removed. Tooth site #14 (fdi).